Event description:
Patient with medical history including acquired leg lengthening discrepancy, oculoectodermal syndrome, s/p [status post] left femoral lengthening procedure where 8 cm lengthening was planned via nuvasive precice magnetic nail which was planned. After briefly gapping 5 mm, nail failed to lengthen and determined to be device failure (type unknown). Revision surgery performed with new nail placed.